Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lcd lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. The device's date and time were found to be unmatched the current date/time during power up. However, refer to the solis tech manual, the device has a backup battery which takes a maximum of 250 hours with the pump turned on to fully charge a completely discharged backup battery. Therefore, the device's date and time were tested by manually changed the old date/time to the current date/time and leave the device power on for about 168 hours instead of 250 hours and turned off 48 hours later, the device's date/time were found to be match with the current date/ time. Further investigation found that user error seems to be the cause of the reported issue. The investigation recommended that the user needs more training and read solis tech manual. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that when a smiths medical cadd solis vip pump is off, the date and time does not update. The next time the pump was turned on, it had the date and time when the pump was last turned off instead of the current date and time. There was no patient involvement.